Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function tests were performed. The sample had no issues noted. Therefore the reported problem could not be confirmed. If additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine, during dwell two of four. During troubleshooting, there were no issues noted with the setup that would have cause or contribute to the alarm. The technical services representative (tsr) assisted the care giver in ending therapy. There was no adverse event was indicated in association with this report. No additional information is available.